Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/08/2024, it was reported by a sales representative via (B)(4) that an ar-6480 pump is going through too much fluid. This occurred during use in a case with no patient effect. Additional information requested

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error. The dfu for tubing warns the following: warning: using fluid to distend any joint carries with it the possibility of fluid extravasation into surrounding tissue. Always use the lowest possible pressure settings to achieve the desired amount of distension and control of bleeding. Warning: proper operation of this device requires the establishment of adequate fluid outflow and monitoring of the surgical field. At pressures exceeding 10 mmhg above the patient¿s diastolic pressure, carefully monitor and maintain fluid outflow and assess the patient regularly to avoid extravasation or any other adverse patient condition. Warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped.